Event description:
Rptr has developed a severe latex allergy. It has gone to anaphylaxis. Rptr now has a problem with allergies to foods (which they never had before). Soy is the worst. Soy is in everything. Rptr cannot eat anything with soy just like the rest of the people rptr talks to with this latex allergy.